Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired two times. On the third firing the device on the cystic duct, the device would not fire. The surgeon pulled on the device and tore the duct. The surgeon used an endo loop to fix the duct. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Jaws the analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Due the antibackup feature was non-functional two unformed clips were fed. The remaining clips were conforming according to our manufacturing specifications. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. The device locked out as intended but the orange indicator was not completely visible. The found orange indicator and antibackup failure are not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.